Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0086 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC inserted without problem, inserted (B)(6) 2020 and used 3 times with oxaliplatin. When changing bandage and flushing it was hard to flush but after more power it worked. It was stated that one week after flushing during treatment the arm went swollen and painful. There was a hole 10 cm from the hub the catheter.